Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and did not place their ipg into surgery mode. A manufacturer representative met with the patient and confirmed the issue. The ipg could not be recovered and it was deemed inoperable. Surgical intervention is scheduled to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.